Manufacturer narrative:
The insulin pump passed the displacement accuracy test. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus delivery anomaly noted during testing. It was received with minor scratched lcd window, cracked keypad at select button, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 400-600 mg/dl. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer¿s current blood glucose was 600 mg/dl. The customer was treated with manual injections. Assisted customer with performing the high pressure test. Test was failed. Customer alleged pump was under delivering. The product was returned for analysis.